Event description:
Report of possible overdischarge, caller is with patient and getting regular recharge screen. Overdischarge could possibly be the patient's second one, but unable to confirm at this time. Patient requests the battery be replaced since even though it is recharging it is depleting fairly fast. Surgery is scheduled.

Manufacturer narrative:
(B) (4).